Event description:
End user's father, (B)(6), states that the end user, (B)(6) was going on a level sidewalk and a tuft of grass caused the abrupt stop of the chair and caused the front to topple forward with her in the chair. Her face went into the cement sidewalk and pinned her beneath the chair. The top lip to the lower nostril was lacerated. Plastic surgery was sought.

Manufacturer narrative:
(B)(4): no RMA has been initiated for this issue. Model, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.